Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after this device was implanted and all measurements were confirmed as acceptable, the device sensed a signal and inhibited pacing. The physician removed the associated right ventricular lead, reinserted into the port, however no positive changes were observed. The rv lead was then removed and replaced, but again no changes were noted. Finally to resolve the case, the physician elected to remove the device and use another, which resolved the implant sensing anomaly. The attempted implant device was returned for analysis; no resulting adverse patient effects were reported.